Manufacturer narrative:
The owner's booklet instructs pts who use insulin pump therapy to remove and replace the infusion set after two unexplained high blood glucose readings. This information is conveyed during training as well. The pt failed to follow these instructions. It is likely that the elevated blood glucose was at least in part caused by an infusion site absorption issue. The pump has been returned to animas. It is unlikely that the alleged problem with the insulin gauge would cause a blood glucose excursion. However, evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported gradual and continuous elevation of blood glucose after a routine infusion set change. The pt delivered correction doses via the pump every two hours and continued to monitor. She stated that within 12 hours of the infusion set change, her blood glucose was 384mg/dl and she experienced increased thirst and slight nausea. The pt reported that she changed the infusion set and delivered a correction bolus using the new site; four hours later, her reported blood glucose was 154mg/dl. The pt noted that the cannula appeared straight and not kinked when she removed it. At the same time, the pt noted that before replacing the infusion set, the insulin remaining on the home screen displayed 63 units but when she removed and examined the cartridge, there were at least 100 units remaining in the cartridge. The pt stated that she completed the rewind, load cartridge, and prime steps; the insulin remaining on the home screen was correct and has remained accurate since that time. This complaint is being reported as an adverse event related to user error.